Event description:
It was reported that the patient presented for generator replacement due to normal eri. After connecting the chronic lead to the new device, high, out of range hv lead impedance was observed on the rv-svc vector. The svc coil was programmed off and dft testing was performed successfully. No lead anomalies were noted on diagnostic imaging. Lead remains implanted. Patient was in good condition after event.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.